Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient had developed a "light skin irritation" under the left therapy electrode pad of the lifevest. The patient reported that the irritation was due to tight garments. The patient's doctor provided treatment for the rash. Follow-up indicated that the rash had improved.